Event description:
It was reported that when a patient presented in clinic for a follow-up, high, out of range hv lead impedance was observed. The physician elected to monitor the patient via merlin.net. The patients clinical condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.